Manufacturer narrative:
Product ID: 39565-65, lot# va016uu008, implanted: (B)(6) 2012; explanted: (B)(6) 2014, product type: lead. Product ID: neu_siliconeanchor, serial# unknown, explanted: (B)(6) 2014. Product type: accessory. Product ID: neu_siliconeanchor, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿failed¿ and that the patient ¿just wanted¿ it explanted. No additional information received. It was stated that the healthcare professional (hcp) did not manage these systems, only implanted/ explanted them.